Event description:
Patient reported they had a boston scientific scs system which didn't work in the past. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).